Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.

Manufacturer narrative:
A case of patient scheduled for explant due to severe pocket pain was reported to abbott. Explanted took place on (B)(6) 2023. No product returned. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. Date of event is estimated.